Manufacturer narrative:
On (B)(6) 2017: x-ray review: post-op x-ray provided for long segment thoracolumbar construct. On images provided, it appears one of the inferior set screws at l4 range be out of screw head. Unable to assess saggital balance on these images, but the bottom of the construct may be at risk for failure with l4 being the inferior end. Unable to assess bony fusion on these images also.

Manufacturer narrative:
(B)(4) (revision surgery, non-union). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: hardware failure procedure: fusion levels implanted: l3/l4 it was reported that on an unknown date, post-op, set screws at l3/l4 backed out. Patient had underwent a revision surgery to replace the set screws and pedicle screws. The patient had a non-union at the levels where the set screws backed out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.